Manufacturer narrative:
Required intervention. Endoleak, rupture aneurysm. No films or operative reports were provided, vessel morphology was not reported, unk cause of endoleak. Conclusion: angulated and dilated aortic neck.

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 7 years ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that some time post-implant, the pt presented with a type 1 endoleak and had an intervention with coils at another hospital; no further details on the intervention are available. Approx 1 month ago, the pt presented emergently with symptoms and was found to have a type 1 endoleak and a contained rupture. The stent graft was converted to an aui using another MFR's cuff. No additional info was provided.